Event description:
The customer reported incorrect pt results because the instrument was sampling from an incorrect sample container. Problem was caused by improper customer maintenance on sample carousel, and sample bar code was misaligned when reinstalled.